Event description:
It was reported that the ilet user experienced elevated blood glucose and, after troubleshooting, confirmed they had run out of insulin and had not changed supplies, leading to continued hyperglycemia. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included user education and resolution plan with the user agreeing to replace insulin and supplies. Investigation included troubleshooting and user coaching. Investigation of this case revealed that hyperglycemia occurred due to user depletion of insulin and delayed replacement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically running out of insulin and not replacing supplies in a timely manner.